Event description:
It was reported the pt (B)(6) lost stimulation after suffering a fall. In addition, communication could no longer be established between the ipg and external devices. The ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4): 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.